Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The customer found the console was not seated completely in the cart. The customer plugged the iabp in overnight and the batteries charged fully. The issue was rectified by the customer. The iabp was returned to clinical use. Solved by phone.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging. It is unknown under which circumstances this event occurred. There was no patient involvement, and no adverse event reported.